Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a blank display, missing retainer ring, and would not complete the rewind process. The customers's blood glucose level was unknown. The customer stated the rubber circle came off the reservoir compartment and they haven't been able to find it. The customer also stated the reservoir has come out. The customer had changed the battery but the display would not return. The insulin pump will not be returned for analysis.